Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the service was down. A technical support specialist (tss) received an alarm indicating that the data synchronization service was not running. After connecting to the station, the tss confirmed the service was stopped and started it through the command shell. The data synchronization service started successfully, and the station began uploading. The case was marked as completed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system went into a service down state. The cfndatasyncservice had been stopped for more than 5 minutes, and an unhandled exception occurred while processing the databaseoptimizeindexesjob. The error indicated a carefusion.core.data.datasourceexception due to a timeout detected by the underlying data source, causing the operation to abort. There were no adverse events or injuries reported based on this event.